Event description:
A physician successfully placed an xact stent in the left internal carotid artery. Two days later the pt experienced difficulty walking, gazed deviation, right-sided limited motor function, aphasia, and difficulty sleeping. The pt was discharged home. The pt's symptoms resolved without treatment.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.